Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications.

Event description:
Autobipolar remains active when it should not. Found during testing. No patient involvement.